Event description:
It was reported that the patient had sepsis. The patient presented in the emergency room (ER) due to pain, redness at the incision site and not feeling well. It was then noted that the patients white blood cell count was high. The ER physician on call concluded that the issues were due to the device. The patient underwent an explant procedure wherein all device components were removed and not returned. The patient was administered antibiotics and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7147798/7148101. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 34570886.